Manufacturer narrative:
An infection was reported at medical center after a procedure in which duraseal was used. Despite numerous attempts, confluent surgical was unable to obtain any further info related to this event. Bench-top testing has shown that duraseal does not support microbial growth.

Event description:
A distributor rep for confluent surgical reported an infection at medical center after a procedure in which duraseal was used. Despite numerous attempts, the distributor and confluent surgical rep were unable to obtain any further info related to this event.